Manufacturer narrative:
A complete lead without the guidewire was returned in one piece. The ptfe coating of the guidewire was found in the connector pin. The reported event of difficulty removing wire was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of loss of capture and high lead impedance were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the lead exhibited loss of capture, high pacing impedance after implant. The physician had difficulty in removing the guidewire from the lead. The lead was not used and replaced. The new lead exhibited all parameters within the limit. The patient was stable before, during and after the procedure.